Event description:
The customer reported a pt mismatch between report dictation in 3rd party ris and images displayed in intellispace pacs. No health risk issue with intellispace pacs has been identified. A possible trend with 3rd party issues is under review. Investigation is being conducted for potential improvements in intellispace pacs.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.